Event description:
Device 2 of 2: reference MFR report: 1627487-2016-06501.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06501. The patient had two extensions with the same lot number. Follow up information identified the patient underwent surgical intervention where the lead and one extension were replaced with new ones. The patient is now receiving effective stimulation. The extension had been added as device two.